Event description:
It was reported that customer experienced cgm error during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that error did not appear again after reset, and then successfully started new sensor session.